Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that high impedance measurements were noted on the deep brain stimulation (dbs) patients lead extension. The patient underwent a procedure wherein an external trial stimulator (ets) was just to determine the high impedance measurement was on the lead extension. The lead extension was replaced, and the impedance resolved. It was noted that the high impedance issues had no effect on therapy per the physicians assessment. Physical analysis of the lead extension was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that high impedance measurements were noted on the deep brain stimulation (dbs) patients lead extension. The patient underwent a procedure wherein an external trial stimulator (ets) was just to determine the high impedance measurement was on the lead extension. The lead extension was replaced, and the impedance resolved. It was noted that the high impedance issues had no effect on therapy per the physicians assessment. Physical analysis of the lead extension was not performed as it was retained by the facility. The patient did well post-operatively.